Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer did not report a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a constant motor error alarm due to a corroded motor home switch. Unable to perform the functional tests due to the motor error alarm anomaly. The pump had minor scratches on the lcd window, a crack near the display window corners, a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm was noted in the alarm history screen.